Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a damaged outer tube of the insertion section therefore the water tightness was lost, damaged fiber bonding in the out tube (distal end), inadequate dielectric strength, broken lg (light guide) bundle of the video cable section and therefore the light transmission was too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the damaged outer tube of the insertion section, damaged fibre bonding and damaged outer tube led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.